Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of pcb's main board had black markings that created non legible writing on the lcd. The unit was triaged and the reported issue was confirmed. The pump was found to have a damaged printed circuit board. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/19/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that there were black markings on the lcd; the lcd was illegible.